Event description:
During shift check, customer reported that the autopulse platform (serial # (B)(4) displayed user advisory "(ua)07" (discrepancy between load 1 and load 2 too large) error message. No patient involvement.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed based on the review of the archive data and during the functional testing. The root cause for ua07 was defective load cell module 2, likely attributed to a defective component or mishandling such as drop. Upon visual inspection, no physical damage was observed. The archive data indicated multiple ua07 errors around the reported event date, thus confirming the reported complaint. The autopulse platform failed the initial functional testing due to the ua07 error message displayed upon powering on, thus confirming the reported complaint. The load sensing system has detected a weight or load imbalance between the two load cells during power-on-self-test. The load cell characterization test indicated that load cell module exceeded the normal parameter. The defective load cell module 2 was replaced to address the customer reported complaint. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with serial number (B)(6).